Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a non-dehp high flow rate extension set was leaking from the distal end junction during a patient infusion. This was further described as ¿the albumin was hung on new, primed tubing. When infusion was complete there was a puddle on the floor¿. The leak was noted to be at the hub but no obvious damage. There was no report of patient injury or medical intervention associated with this event. No additional information is available.